Manufacturer narrative:
The covidien customer service engineer recommended replacing the graphical user interface (gui) printed circuit board (pcb). The user facility has elected not to repair the device. No service performed. Covidien was not authorized to service the device. (B)(4).

Event description:
Info received from the USA with info stating that an 840 ventilator had an inoperable graphical user interface (gui) display while in use on a pt. The pt was removed from the ventilator and place on a second ventilator. The pt was not harmed or injured as a result of the event. The date of the event was not provided.